Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of the inability of the balloon to deflate. It was reported that during pre-insertion testing of the balloon, the balloon would not passively deflate. There was no pt involvement.